Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative (rep) went to the site to test the equipment. To troubleshoot, the rep replaced the external polaris spectra system control unit (scu)/positioning sensor unit (psu) cable. This did not resolve the issue, however. Further testing found that the psu would not communicate with the scu. The psu would power on but would not communicate with the system. A replacement scu and psu were then sent to the site. The rep returned to the site to replace the parts on the system. The rep replaced the camera and the system then functioned as normal. The replacement scu was returned to the manufacturer unused. The system passed the system checkout and was found to be fully functional. The external scu/psu cable was returned to the manufacturer for analysis. The returned cable appeared to be in good cosmetic shape. No opens or shorts were detected when performing a continuity test. There was no problem found with the returned cable. The psu was also returned to the manufacturer for analysis, and through analysis the reported issue was able to be duplicated. When connected to a known good system the returned psu would not power up. It was determined that there was an electrical failure with the returned psu. This failure was documented in a hardware defect tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that while setting up for the case, there was a red x on the camera and the reference frame could not be seen. The site chose to use the axiem instead for the procedure. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: additional analysis results became available. The positioning sensor unit (psu) failed the accuracy assessment kit (aak) test after return from repair from the vendor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: additional analysis results became available. The positioning sensor unit (psu) was sent to the vendor for additional investigation. Vendor testing confirmed the failure. The unit required replacement of the optical bench. The unit passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.